Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Based on device settings, the device was below the expected longevity. The device was tested on the bench and our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. No anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that a symptomatic patient presented in the ER. Device could not be interrogated and no outputs were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.